Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was stated that caller had heard stories of people feeling wires and had problems after a fall. The caller also indicated that she was aware of reports of painful stim and she read about them in chat room and incontinence group. A follow-up report will be sent if additional information becomes available.